Manufacturer narrative:
Examination of the submitted devices confirmed device loosening and polyethylene wear. The investigation could not draw any conclusions about the reported event; however, lack of bony ingrowth, pt bone quality, and the length of time implanted (13 yrs) could be contributing factors. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod codes are discontinued items. Depuy considers the investigation closed. Should add'l info be rec'd, the investigation will be reopened.

Event description:
Pt was revised to address loosening of the femur and tibial. Poly wear was noted intraoperatively.